Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was overheating and stopped. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the scroll compressor which corrected the issue, then the unit passed all functional and safety tests according to factory specifications. The iabp was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of the investigation. The full name of the event site is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields; d1.